Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was calculating incorrect bolus amounts. Upon review of the pump, it was found that the pump time was incorrect by 14 hours resulting in the incorrect bolus calculations. The contact believed that the pump time was incorrect due to the user error from the customer. Tandem technical support guided the customer through successfully updating the pump time. Blood glucose level was between 400-500 mg/dl.